Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: the battery compartment was found to be cracked above and below the grip pad. The battery cap was damaged with stripped/damaged threads. The cap was unable to tighten securely on a test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.